Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
2nd jada system was placed and worked as it should. Patient was taken to interventional radiology for unknown procedure where bleeding was stopped and jada was removed. [Device ineffective]. Case narrative: this spontaneous report originating from united states was received from a nurse referring to a female patient of an unknown age via clinical account specialist (cas). The patient came into the hospital in active labor, gestation unknown, gravida (g5), parity 4 (p4), with a history of 4 previous postpartum hemorrhages. The patient given a live birth in the past with history of abnormal postpartum uterine bleeding or hemorrhage. The patient delivered vaginally by midwife and after delivery patient experience uterine atony. The patient's current pregnancy type was singleton. The patient past drugs/allergies, concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the vacuum-induced hemorrhage control system (jada system) was placed, left in place for 90 minutes connected to suction. The suction was turned off and device was left in place for 30 minutes with no further bleeding, device was removed. The bleeding was continued or re-started during the vacuum-induced hemorrhage control system (jada system) verification step (several hours later patient experienced return of bleeding) and the 2nd vacuum-induced hemorrhage control system (jada system) 2002, was placed via intravaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage and worked as it should. The patient was taken to interventional radiology for unknown procedure where bleeding was stopped and vacuum-induced hemorrhage control system (jada system) was removed (device ineffective). Hospitalization was prolonged due to this event. Total ebl (estimated blood total) was 5l, patient received several units of rbc's (red blood cells), number was unknown. The operator was not using vacuum-induced hemorrhage control system (jada system) for the first time. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.